Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: h6(device code). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary surgery: (B)(6) 2006. Revision surgery was carried out due to glenoid component loosening and pain. The surgeon removed the humeral head and the loose glenoid component and replaced with new implants. Osteolysis medial to the glenoid component was noted, specimens harvested for culture. The surgeon did indicate that the patient is currently being treated for cancer and that the osteolytic reaction medial to the glenoid component may be as a result of this treatment or the disease. No ae reported, no delay in the surgery. Relevant patient pre-existing conditions: treated for lung cancer.

Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.